Event description:
It was reported that this device declared a fault code-1003 indicative to voltage too low for remaining capacity. It was reported that this device emitted beeping tones. This issue was also related to premature battery depletion. This device remains in service. A safe replacement interval calculation was completed. No additional adverse patient effects were reported.